Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead had been explanted and replaced with a non-boston scientific lead. No additinoal adverse patient effects were reported.

Manufacturer narrative:
Correction to field b5: describe event or problem.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The dislodgement was confirmed via fluoroscopy. The lead was repositioned. No additional adverse patient effects were reported.